Manufacturer narrative:
Concomitant medical devices: 5076-45, lead, implanted: (B)(6) 2008; 694758, lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to sensing integrity counters (sic) and varying pacing impedance. In addition, an alert triggered due to numerous noise oversensing episodes. The lead was capped and was not replaced. No patient complications have been reported as a result of this event.